Manufacturer narrative:
The cap was not returned for evaluation with the scope. Therefore, the cracked cap could not be confirmed. In addition to the findings reported in the event section, the bending section cover adhesive was detached, scratches were found on the device, there was a dent on the grip, the image guide protector was cut, the angle was low and the forceps knob rotated concurrently due to the right/left knob being deformed. A clogged nozzle caused the water removal ability to not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the distal end cap had a cut. The customer confirmed that there was a crack found on the cap during reprocessing. There was no tissue, blood or anything from the patient¿s body was found on the cracked distal end cap before or during reprocessing. After reprocessing, the device was only washed. During inspection and testing of the returned device, the forceps elevator was found to have foreign material, which has been attributed to inadequate cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed that the reprocessing technician cleans the dirt deposited on the devices as per the method listed on instructions for use and in this case, the foreign material was unable to be removed completely during a reprocessing method. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.